Event description:
(B)(6), a nurse from (B)(6), called to report that she is with a patient and her insulin pump is alarming motor error during bolus delivery. Caller stated that the customer's blood glucose is over 400 mg/dl. Nurse stated that the customer was unable to rewind due to motor error alarm. Caller stated that the customer walked back and forth through a metal detector and the insulin pump started to alarm. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.